Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All the keypad buttons responded appropriately to user input. The keypad was removed to find no evidence of contamination on the button contacts. The battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to a leak in the battery compartment. Evidence of moisture was found internally on all boards, inside the battery compartment, and on the display board near the keypad connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.